Event description:
An (B)(6) male pt's nurse contacted zoll customer support for an unrelated report. During service investigation, the trunk cable connector was discovered to be damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. During service investigation, the electrode belt trunk cable connector was found to be damaged. The cause for the damaged connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged belt cable connector. The pt rec'd a replacement electrode belt.